Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0352383, medical device expiration date: 2023-12-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0352381, medical device expiration date: 2023-12-31, device manufacture date: (B)(6) 2020. Medical device lot #: 1019579, medical device expiration date: 2024-01-31, device manufacture date: (B)(6) 2021. Investigation summary: it was reported there is problem with posiflush sp only flushing half way and being unable to fully depress plunger. To aid in the investigation, three samples with no packaging flow wrap were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 1019579. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We are monitoring the silicone dispersion to confirm consistency in our processes and products. A device history record review was completed for provided material number 306575, lot number 0352381. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We are monitoring the silicone dispersion to confirm consistency in our processes and products. A device history record review was completed for provided material number 306575, lot number 0352383. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We are monitoring the silicone dispersion to confirm consistency in our processes and products. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd posiflush¿ sp pre-filled flush syringe nacl 0.9% from lot 0352383, 8 from lot 0352381, and 3 from lot 1019579 had difficult plunger movement during the flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "known problem with bd posiflush sp syringe. Syringe only flushes half way. Unable to fully depress plunger."